Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implant. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with unknown mentor gel implants. Mammography diagnosed left rupture in 2008, right rupture in 2016, and bilateral rupture on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-03684 for contralateral prosthesis report).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on (B)(6) 2018, mentor received additional information. Bilateral capsular contracture baker grade IV was indicated in 2011. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel prostheses on 8/21/2018; catalog # 3503001bc, s/ns (B)(4). (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/27/2019. Device evaluation summary: according to the information received, it was reported that the patient experienced a rupture of the breast implant and capsular contracture. During analysis of the sample, it was observed to be damaged. No additional anomalies were discovered. Possible causes for the condition reported are excessive force to the chest, trauma, compression during mammographic imaging, or severe capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).